Event description:
The catheter was found by nursing staff to be broken at the hub. The pt denied any knowledge of causing the catheter to break, but the reporter stated that the pt was "of questionable reliability." The catheter was removed. No pt injury was reported to have occurred.